Manufacturer narrative:
(B)(4). Batch # p93z2k. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad was detached but not completely missing from clamp arm. Surgery was finished with a new device of same product code. There were no consequences for the patient.